Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n284592, implanted: (B)(6) 2011, product type: accessory. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that impedances were tested intraoperatively during a normal battery depletion revision (separate event) and were out of range >3600 on all combinations except 0, 5 and 6. It was added that the patient was under local anesthesia and during troubleshooting for out of range impedances, the patient got anxious and wanted to "get off the table." It was noted that the stimulation was tested with previous electrode configuration (0-1 and 2 electrodes) up to 10.5 volts and the patient was not able to feel anything. It was added that the manufacturer's representative programmed 0, 5 <(>&<)> 6 and was then able to get good coverage. It was later reported that the manufacturer¿s representative had decided to reprogram around the electrodes with the high impedances with resulting successful therapy. It was noted that this worked ¿better than before¿ and the patient had no had further issues since the reprogramming. It was noted that there were no plans to revise the lead at the time of report. It was noted that it was possible that the lead was damaged while dissecting the mesh pouch that was in the pocket, but that it was not believed to be the cause for the damage. It was noted that there were no malfunctions other than high impedances. If additional information is received, a supplemental report will be submitted.